Event description:
This report is being filed to update the conclusion code.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure when the physician was repositioning the electrode, he inadvertently damaged the conductor coil. It was noted to be visibly stretched and pulled. The electrode was attempted and not implanted. No adverse patient effects were reported.